Event description:
It was reported that the implantable cardiac monitor (icm) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.

Event description:
Additional information received indicated the ble issue was due to excessive ble communication which caused to icm to switch to telemetry lockout mode. The icm was interrogated to resolve the issue. There were no reported patient consequences.